Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that water leaked out of the cooling and heating system onto the floor. There were no reported adverse consequences to the pt or user.

Manufacturer narrative:
Investigation is in process, but not yet complete.